Event description:
During surgical procedure, the hammer pad broke. Surgical delay of 30 minutes.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number or vendor date code was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed. D4 lot number. D10 date product received. The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.